Manufacturer narrative:
H3 device evaluated by mfg updated. H3 summary attached updated. H4 manufacturing date added. D4 expiration date added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject device was returned together with sl-10 microcatheter and allegation against the catheter complaint was cancelled. The stent was found to be deployed. The stent delivery wire was found to be kinked/bent. The stent and the introducer sheath were found to be intact. Functional testing cannot be performed due to the stent already deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up maintained throughout the clinical procedure. The patient¿s anatomy was very tortuous with s shaped loop of aci below skull base. The stent was returned in its deployed state and the stent delivery wire was noted to be kinked which is consistent with the reported event. It is probable that the device was damaged during navigation through the patient¿s anatomy causing the premature stent deployment. An assignable cause of procedural factors will be assigned to the as reported ¿stent deployed prematurely during use¿ and to the as analyzed ¿sdw kinked/bent¿, ¿stent deployed prematurely during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the subject stent detached inside the microcatheter and it was unable to retrieve the prematurely deployed stent from the microcatheter. The physician removed the prematurely deployed stent from the patient anatomy, along with the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject stent detached inside the microcatheter and it was unable to retrieve the prematurely deployed stent from the microcatheter. The physician removed the prematurely deployed stent from the patient anatomy, along with the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.